Event description:
Procedure: nephrectomy. According to the reporter: stapler misfired on the renal artery. Sales rep observed that the reload was out of the housing and there were two plastic white pieces from another reload without the housing as well. There was no reinforcement material used. The surgeon corrected the incident by placing sutures into the vascular area. The surgeon noted that it was a difficult case. The incision was extended by more than 1 inch, however, there was no tissue damage or tissue loss. The sale rep. Did not know if more than 500ccs of blood was lost, however, the patient needed a blood transfusion. The sales rep. Did not know if the blood transfusion was due to the product problem or just the nephrectomy in general. Surgical time of this case was delayed by more than 30 minutes, however, the patient is doing well.

Manufacturer narrative:
(B)(4).